Event description:
The customer tested her blood glucose using her 2 contour meters and received a 104 and a 63mg/dl. The difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.